Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a piece from the instrument was missing. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a fragment measuring 0.118 x 0.203. This allowed the instrument's grips to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that a fragment from the pk dissecting forceps instrument broke off, fell inside the patient, and was not retrieved. However, at this time, it is unknown if the missing instrument fragment was actually retained inside the patient. The location of the missing instrument fragment is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the pk dissecting forceps instrument stopped working and the surgeon noticed that a piece from the instrument was missing. The initial reporter was unsure if an instrument fragment actually fell inside the patient. On 10/18/2016 and 10/19/2016, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the instrument stopped working at the same time she noticed that a piece from the device was missing. The surgeon described the missing piece as a 2-3 mm fragment of inert plastic. No x-rays were performed to search for the missing instrument fragment. According to the surgeon, there was no harm to the patient.